Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 189 mg/dl, 194 mg/dl, 36 mg/dl and 177 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. In addition, the reported readings were found in the device's internal memory log within 10 minutes. All pertinent information available to abbott diabetes care has been submitted.